Manufacturer narrative:
The ge service rep installed a new hardrive and loaded software. He reloaded cal files, checked the unit by selecting functions on the righthand monitor and assuring that the unit reacted properly. He checked and assured that the system was operating according to MFR specs. Unit working as intended.

Event description:
The customer reported that whenever attempting to retrieve a pt image, the cart takes a long time to retrieve the image. Also when selecting a function on the righthand monitor, the unit reacts very slowly. No pt injury was reported.